Event description:
The customer contacted stryker to report that the controls on their device were unresponsive. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker replaced the device's broken hood and damaged internal communication cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service.